Event description:
The surgeon inserted a three piece collamer ens model cq2015 into pt's eye and the lens tore and a haptic broke off and noticed pt's capsular bag had tear in it. The surgeon elarged the incision, remmoved the lens, performed a virectomy and inserted a cq2015 lens in the eye. No suture required to close the wound. The reporter stated that the lens was not advaced far enough in the injector prior to insertion whci caused the lens to tear.